Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is confirmed. Complaint allegation is confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The cause of the reported failure is a supplier manufacturing issue.

Event description:
On 07/31/2024, a sales representative reported via sems-(B)(4) that an ar-13999mf fastpass scorpion had the jaws on the device not closing. The case was completed successfully by opening another one with no issues. The patient was not affected. This was discovered during a procedure, with no patient harm reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.